Event description:
It was reported that the asymptomatic patient presented for device upgrade. Prior to the procedure a device interrogation revealed decreased r-wave amplitude, low pacing impedance, and high capture threshold exhibited by the right ventricular lead. Fluoroscopy confirmed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.